Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. They were changing the catheter when the insulin pump alarmed a compromised force sensor system. The insulin pump also began to give insulin without stopping. The insulin continued to drip after the motor stopped during the manual prime process. The customer's blood glucose level was 156 mg/dl. Troubleshooting was performed on the insulin pump. The insulin pump was not dropped. The drive support cap was not damaged. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self- test and unexpected error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.